Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide with a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, following suture deployment when the foot was closed and the device was removed, the knot came out of the patient anatomy. The knot could not be pushed down with the suture trimmer. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty advancing the knot to the arterial surface was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty advancing the knot to the arterial surface incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.